Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was corrosion on all internal components. This inner corrosion will cause the device to not fully grip or retain the pin. The corrosion was likely caused by improper cleaning and sterilization of product and age of the device.

Event description:
It was reported that the device would not retain a pin during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.